Event description:
It was alleged that the chair broke in the back right at the arm connection where the cane collapsed. The customer fixed the item themselves and it broke again at the same point. The user was allegedly injured from the first incident and required hospitalization. There was no injury from the second incident. No detailed info the user injuries is reported.